Event description:
It was reported patient experienced ineffective coverage of therapy and x-ray confirmed one lead had migrated and the other fractured. As such, surgical intervention was undertaken wherein both leads were explanted and replaced with new leads, thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.